Manufacturer narrative:
Batch review performed on 05 january 2024. Lot 134165: (B)(4) manufactured and released on 30-oct-2013. Expiration date: 2018-sept-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At 8 years and 1 month from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head. The surgery was completed successfully.